Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose with the blood glucose of 54 mg/dl. The current blood glucose was 145 mg/dl. Customer did not stated any symptoms related to high blood glucose. It was unknown if the auto mode feature was active at the time of incident or not. No further patient complication were reported. Troubleshooting was performed however, the customer will discontinue the use of device.